Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass, the echelon device was sticky. On inspection, closing handle spring was faulty and visible. The closing handle was sticky due to the spring being dislodged in the "handle mech." Replaced with like product to plee60a. There was no delay to procedure, procedure was successfully completed, and there was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2021. D4: batch # u5c360. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached as to how the spring firing trigger became out of position. No damaged on the handle was noted.